Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, additional information was not provided including patient's demographics.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿medication was to infuse over 24 hours, but instead infused over 11 hours." Additional information requested, but was no provided.

Manufacturer narrative:
Correction: b5 additional information: b3, d11

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿medication was to infuse over 24 hours, but instead infused over 11 hours." The event involved a chemotherapy infusion. An incomplete date of event of xx-oct-2019 was provided. Additional information requested, but was not provided.